Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a non-sustained episode of ventricular tachycardia (vt). This ICD delivered bursts of anti-tachycardia pacing (atp) which accelerated the rhythm into the ventricular fibrillation (vf) zone. Subsequently, this device delivered six maximum energy 41j shocks as well as 14j and 31j shocks. The patient's rhythm was not converted successfully, and therapy was exhausted. Technical services (ts) analyzed presenting electrogram (egm). It was noted that this patient was given medication to manage vt and has been considered for possible heart transplant or ablation procedure to control the vt. No additional adverse patient effects were reported. Currently, this ICD remains in service.